Event description:
It was reported that review of scheduled downloads from this subcutaneous implantable cardioverter defibrillator (sicd) identified a recent patient initiated interrogation (pii) identified a remaining longevity of one percent. Further review identified a battery depletion (bd) alert from two months prior. The physician was advised of the alert at that time. A request was made to have data from this device analyzed due to the previous alert and remaining longevity. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and an updated replacement interval was communicated to the physician. The device remains in service at this time and a replacement procedure was scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. It was confirmed that the device will not be returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that review of scheduled downloads from this subcutaneous implantable cardioverter defibrillator (sicd) identified a recent patient initiated interrogation (pii) identified a remaining longevity of one percent. Further review identified a battery depletion (bd) alert from two months prior. The physician was advised of the alert at that time. A request was made to have data from this device analyzed due to the previous alert and remaining longevity. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and an updated replacement interval was communicated to the physician. The device remains in service at this time and a replacement procedure was scheduled for the near future.